Event description:
The manufacturer received information alleging the everflo device had an equipment failure during therapy and allegedly caused the patient to not be fully awake on (B)(6) 2025, in the morning. Medical intervention of hospitalization for 5 days with an artificial coma was reported. The patient is now in stable condition. Based on the evidence present, this event cannot currently be confirmed, nor refuted. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The everflo device was returned to the product investigation lab (pil) to further investigate an allegation of "equipment failure during therapy with patient injury. Patient has copd and was not fully awake on (B)(6)2025 in the morning, emergency doctor called, 5 days in hospital, with artificial coma, patient now stable".pil performed an external and internal inspection of the device. Pil was able to confirm the allegation of "equipment failure" due to the unit only producing 58.8% of o2 at 5lpm. Additionally, the service technician noted that sieve cannisters were leaking zeolite from an over pressurization due to compaction of materials. The use of the granular zeolite breaks down to a smaller powder form which then escapes the micro disk filter and are expelled via leaking gaskets and muffler over time, of which a preventive maintenance is needed. Pil recommends the unit to be forwarded for service. If additional information is received at a later date, a supplemental report will be filed.non-serialized product. DHR review not required.

Manufacturer narrative:
The everflo device was returned to a third-party service center for evaluation. The evaluation found that the customer's complaint was reproduced. In addition, the compressor was defective and produced low o2, the sieves were clogged, and the inlet filter needed to be replaced due to preventative maintenance. The device will be returned to pil for further investigation. At this time, a good faith effort was unable to be made, and no additional customer information was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The manufacturer received information alleging the everflo device had an equipment failure during therapy and allegedly caused the patient to not be fully awake on (B)(6) 2025, in the morning. Medical intervention of hospitalization for 5 days with an artificial coma was reported. The patient is now in stable condition. Based on the evidence present, this event cannot currently be confirmed, nor refuted. The everflo device was returned to a third-party service center for evaluation. The evaluation found that the customer's complaint was reproduced. In addition, the compressor was defective and produced low o2, the sieves were clogged, and the inlet filter needed to be replaced due to preventative maintenance. The device will be returned to pil for further investigation. At this time, a good faith effort was unable to be made, and no additional customer information was received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the adverse event/product problem selection, correct the coding grids, and update the event problem description to include additional information. The manufacturer received information alleging that the everflo device had an equipment failure during therapy and allegedly caused the patient to not be fully awake on (B)(6) 2025, in the morning. The patient spent five days in the hospital with artificial coma. The patient is now stable. Copd listed as past medical history. Based on the evidence present, this event cannot currently be confirmed, nor refuted. The everflo device was returned to a third-party service center for evaluation. The evaluation found that the customer's complaint was reproduced. In addition, the compressor was defective and produced low o2, the sieves were clogged, and the inlet filter needed to be replaced due to preventative maintenance. The device is being sent to the pil for further investigation. As stated in the everflo/everflo q user manual (ref: 1041063), chapter 1: introduction, page 7 - warnings and cautions: where the prescribing heath care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use. The device is not intended for life support.¿ in addition, everflo/everflo q user manual (ref: 1041063), chapter 3: care, cleaning, and disinfection, 3.2 cleaning at home: the exterior covers of the device should be cleaned weekly and between patient use and as needed by performing the following steps:1. Turn the device off and disconnect from the power source before cleaning.2. Clean the device exterior, including the filter door, using a damp cloth with a mild household cleaner and wipe it dry. 3.1 filter replacement: the everflo air inlet filter should be replaced every 12 months to a maximum of 24 months or more frequently in an environment of high dust, and between patient use. The air inlet filter should be replaced by an authorized home care provider. The cause and/or contribution of the device malfunction resulting in a serious injury cannot be ruled out. Additional information is needed to clarify the event. However, at this time, we are unable to obtain additional information due to a lack of customer contact information. The complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is being submitted to correct the adverse event/product problem selection, correct the coding grids, and update the event problem description to include additional information. The manufacturer received information alleging that the everflo device had an equipment failure during therapy and allegedly caused the patient to not be fully awake on (B)(6) 2025, in the morning. The patient spent five days in the hospital with artificial coma. The patient is now stable. Copd listed as past medical history. Based on the evidence present, this event cannot currently be confirmed, nor refuted. The everflo device was returned to a third-party service center for evaluation. The evaluation found that the customer's complaint was reproduced. In addition, the compressor was defective and produced low o2, the sieves were clogged, and the inlet filter needed to be replaced due to preventative maintenance. The device is being sent to the pil for further investigation. As stated in the everflo/everflo q user manual (ref: 1041063), chapter 1: introduction, page 7 - warnings and cautions: where the prescribing heath care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use. The device is not intended for life support.¿ in addition, everflo/everflo q user manual (ref: 1041063), chapter 3: care, cleaning, and disinfection, 3.2 cleaning at home: the exterior covers of the device should be cleaned weekly and between patient use and as needed by performing the following steps:1. Turn the device off and disconnect from the power source before cleaning.2. Clean the device exterior, including the filter door, using a damp cloth with a mild household cleaner and wipe it dry. 3.1 filter replacement: the everflo air inlet filter should be replaced every 12 months to a maximum of 24 months or more frequently in an environment of high dust, and between patient use. The air inlet filter should be replaced by an authorized home care provider. The cause and/or contribution of the device malfunction resulting in a serious injury cannot be ruled out. Additional information is needed to clarify the event. However, at this time, we are unable to obtain additional information due to a lack of customer contact information. The complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Additional information was received on 25-feb-2026, which stated, "it was reported by the patient¿s daughter that on the morning of 1/13/2025, the patient did not wake up properly. It is suspected that the oxygen concentrator was not functioning correctly, and as a result the patient did not regain full consciousness. Emergency services attempted to increase the device setting to 5 lpm, but this was still insufficient. Under normal circumstances, the patient receives 2 lpm, and oxygen delivery via the portable concentrator at a setting of 2 lpm was immediately effective. This situation was followed by a hospital admission during which the patient was placed in a medically induced coma for five days and required mechanical ventilation. The patient has been stable. It was noted that during testing at the dme repair and maintenance center, the device activated a red warning indicator and emitted an audible alarm. The patient¿s relevant medical history included copd and respiratory insufficiency. The date of device use was 09/11/2022, and collected on 01/22/2025. The patient was instructed on the use of the device. But it is unknown how often the patient cleaned the device, and there had been no regular maintenance on the device. It was noted that when asked about the patients¿ current condition, they stated the patient passed away on (B)(6) /025. The device was investigated at a philips contracted third-party center, plexus romania, stating, ¿the compressor is defective low o2, sieves were clogged, inlet filter will be replaced due to preventive maintenance.¿ based upon the information provided and currently available, there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). Due to the malfunction of the device producing low o2 condition, the patient experienced a decreased level of consciousness resulting in hospitalization and mechanical ventilation. It was noted that the patient was stable after that event in question. Cause and contribution of the device to the patient outcome has been confirmed. Although the patient experienced a serious medical event necessitating escalation of care, hospitalization, subsequent mechanical ventilation, and interventions, these actions led to clinical stabilization of the patient. Therefore, based on information available at this time, the device did not cause or contribute to the death that occurred on 1/30/2025." The device will be returned to the product investigation laboratory (pil) for further evaluation.